Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Sample 1 was collected from the symptomatic patient on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (not reported to physician). The sample was retested on the same day using xpert xpress sars-cov-2/flu/rsv resulting in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to physician). Review of the provided data from the customer of the initial test indicated normal pcr curves. Data from the repeat test of the same specimen showed consistent cycle threshold values suggesting presence of target in the test and/or specimen. The likely root cause was inconclusive. There is no evidence of product malfunction and no report of patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2/flu/rsv eua IFU; "positive results are indicative of the presence of the identified virus, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Sample 1 was collected from the symptomatic patient on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv which resulted in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (not reported to physician). The sample was retested on the same day using xpert xpress sars-cov-2/flu/rsv resulting in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.